Event description:
Reportedly, the surgeon fired the instrument and then transected the tissue. When the instrument was opened there was bleeding from the staple line. The staples did not form properly.